Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the staff discovered the hemopro tissue welder's jaw boot cover cracked and was hanging on the device. It was mentioned that they can see it through the monitor and it did not detach from the device. The device was removed from the leg. A new device was used to complete the procedure. The hospital did not report any pt complications. The hemopro power supply setting was 2.5 per IFU recommendations.

Manufacturer narrative:
Investigation results: the visual inspection confirmed that the cold jaw coating had been cracked and had lifted from the jaw. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).